Event description:
My wife was at a dinner party. When one of the other women at the party (a nurse practitioner) found out I was a stryker employee, she informed my wife that she had a partial hip replacement 5 years ago and they told her it would last 20 years. Since then she has had blood work done that revealed metal ions and she knows it needs to be replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Initial reporter advised that she has no contact with the patient therefore further information is not available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.